Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the right ventricular lead exhibited high pacing and defibrillation impedance. Fluoroscopy imaging showed that the lead had externalized conductors. The lead was capped and replaced on (B)(6) 2022. The patient condition was stable post-procedure.

Manufacturer narrative:
The reported events of insulation abrasion, high defibrillation lead impedance and high pacing lead impedance could not be confirmed. As received, only the connector segment of the lead was returned in one piece. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for the cut end which is consistent with procedural damage.

Manufacturer narrative:
Correction: b5 was updated.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the right ventricular lead exhibited high pacing and defibrillation impedance. Fluoroscopy imaging showed that the lead had externalized conductors. The lead was explanted and replaced. The patient condition was stable post-procedure.